Event description:
It was reported that the device was explanted in 2008 after an implant duration of 17 months, due to unk reasons. No further details were provided. Info learned from implant pt registry.

Manufacturer narrative:
Device not returned.